Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How long post-operative was the bleeding identified? What was the pre and postoperative anti-coagulant protocol? What was the approximate blood loss? How was the bleeding identified? How was the bleeding addressed? Where on the staple line was the bleeding? Were any staple formation issue noted throughout care of patient? What is the current patient status?

Event description:
It was reported that the surgeon used echelon pwd and during the surgery everything went well, with staple lines without bleeding. They used "blue" and everything was normal. In the post-surgical period, the patient had excessive bleeding and there was a need for blood transfusion. Surgeon said he believes it was a defect in the staple line, where it caused excessive bleeding.